Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of angina, myocardial infarction and thrombosis are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2025, one 2.25x38 mm xience skypoint stent was implanted in the proximal to mid left anterior descending (lad) coronary artery. On (B)(6) 2025 the patient was seen in the emergency department with chest pain that had worsened over the past 4 days. The patient was transferred to another hospital where the patient was found to have elevated troponin levels and an anterior stemi (st elevation myocardial infarction) with in-stent thrombosis of the lad. Cardiac catheterization showed 99% stenosis in the proximal to mid lad with moderate calcium and thrombus. The patient was treated with shockwave ivl (intravascular lithotripsy) and a drug coated balloon. The patient was transferred to the intensive care unit for monitoring. The patient's prior prescription for plavix was replaced with brilinta. The patient also had worsening congestive heart failure. The patient was discharged home in stable condition with oxygen and home health care (B)(6) 2025. No additional information was provided.